Event description:
It was reported that a multirate infusor experienced no flow while attempting to prime the device. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was manufactured between march 15, 2013 and march 18, 2013. The device was received and the evaluation is anticipated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation without the multirate control module and with most of the tubing cut off from the device. Due to the condition of the device, testing could not be performed. The reported condition could not be confirmed and the cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.